Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("pap after was abnormal"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal and smear cervix abnormal outcome was unknown. The reporter considered medical device removal and smear cervix abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have smear cervix abnormal ("pap after was abnormal") and experienced scar ("scar tissue "). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal, smear cervix abnormal and scar outcome was unknown. The reporter considered medical device removal, scar and smear cervix abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received new reporter information was added. New event scar tissue was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have smear cervix abnormal ("pap after was abnormal"). The patient was treated with surgery (for essure removal). Essure was removed. At the time of the report, the medical device removal and smear cervix abnormal outcome was unknown. The reporter considered medical device removal and smear cervix abnormal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event medical device removal added. Seriousness criteria for the event smear cervix abnormal updated to non-serious. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.